Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the rs232 ribbon loom was corroded and mounting feet missing. Rs232 ribbon loom , mounting plate and jack socket assembly kit need to be replaced to address the issue. Further, there were minor scratches on the unit identified during decontamination. The repair was declined; therefore, the device was not restored to the specifications. It is being placed into long term hold. Fluid ingress into the device and contact with the ribbon loom is responsible for the corrosion on ribbon loom. User mishandling of the device or lack of maintenance can be the most probable root causes of missing mounting feet and minor scratches on the unit. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during service evaluation, it was determined that the rs232 ribbon loom on the vapr vue generator device was corroded. This event did not occur during surgery. There was no patient involvement. No additional information was provided.